Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause was unable to be identified. The phenomenon was resolved by cleaning the contacts of the scope. The probable cause of the b30 error is caused by foreign matter such as dust and water droplets adhering to the electrical contacts with the scope. The instructions for use (IFU) states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and / or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to press escape to remove the error from the screen. Tac advised the customer to power off the clv-190 prior to inserting the scope. Tac recommended reseating the maj-1933 cable between the clv-190 and the cv-190 while the unit was powered off. Tac advised the customer to clean the scope contacts with 70% isopropyl alcohol. The unit was working successfully after it was cleaned. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 error occurred on the evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.